Event description:
Pt's attorney alleges "their client underwent extraction of a neurostimulator installed in by surgeons. The device was utterly unsuccessful, exacerbated the pt's pain, and caused significant distress, ongoing in nature for the pt."